Event description:
It was reported that the customer experienced a blood glucose (bg) level of 45 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.